Event description:
It was reported that while using the zimmer skin graft mesher, one of the blades was sending the carrier off track. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.